Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cartridge compartment is repeatedly wet with insulin. Diabetes counselor reported customer has not performed cartridge change correctly for years; always insert everything separately. No adverse event reported. No accessories will be return; pump requested for evaluation.